Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending (lad) artery with heavy tortuosity, heavy calcification and 100% stenosis, a 1.5x10 mm and a 2.0x12 mm balloon catheter were used for pre-dilatation. A 2.5x23 mm rx xience prime stent delivery system was advanced, but could not cross the lesion due to the patient anatomy. The 2.5x23 mm rx xience prime sds was withdrawn with slight resistance with the patient anatomy and the proximal stent struts were flared. A 2.5x24 mm non-abbott stent was implanted and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded at the hospital and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.